Manufacturer narrative:
(B)(4). No complaint received with the return of the device; failure event observed during analysis. External insulation abrasion was noted at 44.4-44.5cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 36.3-36.7cm from the distal tip. The etfe coating was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.